Event description:
The customer reported to olympus that evis exera iii colonovideoscope had a blocked air channel. The customer reported this issue was identified prior to a diagnostic procedure. The device was returned to olympus for evaluation. During evaluation, the device was found to have foreign material in the air/water nozzle. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; the air/water nozzle was clogged. The visual examination found the following issues: the adhesive was peeling on the objective lens and light guide lens; the bending section cover had cracked adhesive; the insertion tube was scratched; the connector cover was dented and scratched; the light guide tube was scratched; the scope connector had tape applied; and the plug unit pins had scratches and dents. Functional testing found that the directional knobs had excess play and the connector cover did not meet with electrical insulation standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.